Manufacturer narrative:
On 16sep2024, it was communicated that the customer no longer wished to move forward with the repair. The onsite service work order was canceled, and no further work was performed by philips to resolve the issue. A good faith effort (gfe) was completed to determine if the device would be placed into storage, scrapped, or repaired by the customer. In a gfe response received on 25sep2024, it was stated that no further information was available. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the backup battery was not charging. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. The customer the remote service engineer (rse) that they would like to have the device evaluated. The rse provided the customer with a proposal for service. This investigation is ongoing.